Event description:
Attorney reported: (B)(6) 2005 - pt underwent surgery to repair an incisional hernia. During this procedure, physicians implanted a bard composix hernia mesh. On (B)(6) 2009 - pt was admitted to the hospital where doctors found an abdominal wall infection at the prior operative site of the hernia. Pt underwent exploratory laparotomy with removal of the mesh. Doctors found the mesh clearly infected. The wound edge that was left open has some drainage that was consistent with small bowel matter. On (B)(6) 2009 - pt was readmitted for a small bowel resection. Pt's wound was left open and a wound vac was placed in order to drain fluids.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request the return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.